Event description:
It was reported that the distal tip fractured and remained inside the patient. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the severely calcified and moderate to severely tortuous superficial femoral artery (sfa). A 300cm v-14 control wire and a 130cm eluvia drug-eluting vascular stent system were selected for a peripheral revascularization procedure. The lesion was predilated. During the procedure, the distal tip of the v-14 control wire fractured and remained in a subintimal channel in the sfa. Throughout the entire procedure, friction occurred in the systems. During deployment, lots of force was required to deploy the stent. Fifty percent of the stent was deployed when the event occurred. Pulling the pull grip and pulling back on the delivery system ultimately deployed the stent. The stent stretched and fractured. The stent was not removed from the patient and remained in the vessel. The stent was post dilated. No kinks were observed. The non-boston scientific guidewire and the stent delivery system were intact and removed together from the patient. A non-boston scientific .014 guidewire was used to complete the procedure. The procedure was completed successfully and patient's foot was looking better than prior to the procedure. The patient will continued to be followed with more frequent imaging. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device was received and the polymer jacket and wire were detached and the distal tip was kinked. No other issues were noted in the device. Microscopic inspection confirmed the polymer jacket and wire were detached and the distal tip was kinked. The outer diameter of the device was measured in the distal, medium, and proximal sections and was within specification. Only 8.5cm of the distal tip was returned attached to the device distal section, therefore, 2.5cm was detached and not returned. No discernible defect or damage was identified on the provided photos.

Event description:
It was reported that the distal tip fractured and remained inside the patient. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the severely calcified and moderate to severely tortuous superficial femoral artery (sfa). A 300cm v-14 control wire and a 7x120, 130cm eluvia drug-eluting vascular stent system were selected for a peripheral revascularization procedure. The lesion was predilated. During the procedure, the distal tip of the v-14 control wire fractured and remained in a subintimal channel in the sfa. Throughout the entire procedure, friction occurred in the systems. During deployment, lots of force was required to deploy the stent. Fifty percent of the stent was deployed when the event occurred. Pulling the pull grip and pulling back on the delivery system ultimately deployed the stent. The stent stretched and fractured. The stent was not removed from the patient and remained in the vessel. The stent was post dilated. No kinks were observed. The non-boston scientific guidewire and the stent delivery system were intact and removed together from the patient. A non-boston scientific .014 guidewire was used to complete the procedure. The procedure was completed successfully and patient's foot was looking better than prior to the procedure. The patient will continued to be followed with more frequent imaging. There were no patient complications.